Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient device was removed in 2015 due to infection. They did not clarified area of the infection. The patient stated she felt that someone with dirty gloves or dirty hands put the infection in there. The patient indicated that the infection was resolved with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.